Manufacturer narrative:
The unit had a constant motor error alarm during rewind due to a motor encoder signal out of phase. The unit was unable to perform the displacement due to a motor error alarm. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked reservoir tube, cracked battery tube threads, and a cracked reservoir tube window.

Event description:
The customer called in to report a motor error during rewind and they could not clear it. The customer's blood glucose level ranged from unknown. No further details were provided.